Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone17.5 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s mother that the patient¿s blood glucose level rose above 250 mg/dl and was alleged to be high enough to indicate dka (diabetic ketoacidosis) while wearing the pod for longer than 48 hours; however, dka was not diagnosed by a healthcare provider (hcp), and the blood glucose levels were managed at home without medical assistance. Reportedly, the patient was feeling unwell, and the patient¿s mother was unsure whether the cannula was properly seated in the infusion site (abdomen), as the site was painful. After removing the pod from the infusion site, the cannula was found to be bent.